Event description:
It was reported to resmed that an astral device failed to complete it's internal self-test and displayed an error message (sf149) related to the main blower current limit. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint, however, performance testing could not reproduce the reported complaint. Therefore, the root cause is unable to be determined. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#:(B)(4).

Event description:
It was reported to resmed that an astral device failed to complete it's internal self-test and displayed an error message (sf149) related to the main blower current limit. The device was not in patient use when the reported event occurred.